Event description:
It was reported that the programmer handle was broken. The programmer was returned for repair and subsequently tested out of specification. The rf head was also returned with the programmer and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)- analysis confirmed that the programmer handle was broken. The ECG connector was broke and loose from the link electronic module. (B)(4)-the rf head was missing label backing and would not interrogate implantable pulse generators.